Manufacturer narrative:
The dealer advised that the service tech that went to the patient's home to swap out the unit states that the unit was away from the wall; the exact distance is unknown. The irc5po2v user manual advises to keep the concentrator at least 12 inches away from walls, draperies and furniture. The dealer sent the concentrator to a repair center where the unit was evaluated. It was noted that the unit had no history of maintenance/repairs done by advanced home care. The repair center stated that the there was evidence of combustion near the top of the sieve bed, with holes in the tubing, and sieve material outside of the sieve beds. The concentrator was then returned to invacare for further analysis. The concentrator¿s left sieve bed and pe valve tubing exhibited discoloration and deformation indicative of a melting event. The deformation left holes in the tubing which allowed sieve material to escape into the system and accumulate in the unit¿s base. Additionally, the inside of the shroud was discolored in the vicinity of the left sieve bed, and the discoloration extended to the shroud's exterior, in and around the filter cabinet, which indicates that the overheating event exited the shroud. However, there was no indication that the unit experienced an over-pressurization event, as was alleged. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
The dealer reported that the irc5po2v concentrator showed signs of melting at the top of the sieve canister, and the patient alleged that they saw flames from the unit during an over-pressurization event. The dealer stated that the event resulted in some damage to the wall in the patient's residence.